Event description:
Date received for intake: (B)(6) 2020. Material no: unknown batch no: unknown. It was reported that: 1 skin reaction, 2 blister, 3 dermatitis, 4 rash erythematous, 5 skin burning sensation. Event description per attached email states: 1 skin reaction, 2 blister, 3 dermatitis, 4 rash erythematous, 5 skin burning sensation. Questions/inquiries: complaint rationale: based on the information provided, our conclusion is that the device cited meets our criteria of a complaint.

Manufacturer narrative:
No samples / photos available for evaluation. No root cause could be determined without samples or photos. No further correction actions are required at this time.

Manufacturer narrative:
Pr (B)(4). Initial MDR. A follow up will be submitted if additional information becomes available. Patient problem code: 1941, device problem code: 2993. Device not returned from customer.

Event description:
It was reported that: 1 skin reaction, 2 blister, 3 dermatitis, 4 rash erythematous, 5 skin burning sensation.